Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the unit has unstable buttons. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the unit has been verified and repaired. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. First performed manufacturer's final test procedure with reference accessories, it was found defective button, cable and motor; the motor did not run smoothly and was noisy. The electrical safety test completed with values of the keypad are out of range, made a preventive replacement of o-rings performed, by a service additional. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality, there is a short circuit in the cable. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure was thus identified the short circuit in the cable as the values of the keypad are out of range and the motor did not run smoothly was very noisy therefore the unit is damaged. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that a fms tornado micro handpiece with buttons, presented unstable buttons. No patient consequence or surgical delay was reported.